Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was not seen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder: fibroids"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (xi davinci robotic laparoscopic salpingo-oopherectomy left ovarian cystectomy.). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, iron deficiency anaemia, hypersensitivity, psychological trauma, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm, visual impairment, weight increased, vaginal haemorrhage, migraine, uterine leiomyoma and genital cyst outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital cyst, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, iron deficiency anaemia, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for psych injury,bladder/urinary problems: vaginal infection, vaginal discharge discrepancy in essure confirmation test: she did not undergo essure confirmation test, but results were provided previously you currently planning for essure removal :yes discrepancy noted: insertion details as per mr is (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan - on an unknown date: right coil was not seen. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received:. Reporter and medical history and essure removal details added. Previously reported event right coil was not seen made serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was not seen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder: fibroids"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (xi davinci robotic laparoscopic salpingo-oophorectomy left ovarian cystectomy.). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, iron deficiency anaemia, hypersensitivity, psychological trauma, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm, visual impairment, weight increased, vaginal haemorrhage, migraine, uterine leiomyoma and genital cyst outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital cyst, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, iron deficiency anaemia, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for psych injury,bladder/urinary problems: vaginal infection, vaginal discharge. Discrepancy in essure confirmation test: she did not undergo essure confirmation test, but results were provided previously. You currently planning for essure removal :yes. Discrepancy noted: insertion details as per mr is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan - on an unknown date: right coil was not seen. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.